Manufacturer narrative:
Resident was in the shower chair when the pipe below the seat broke sending the resident to the floor. Resident was not injured. Sent out a new chair to replace the broken one. Will inspect the damaged chair when we get it back.

Event description:
Resident was in the shower chair when the pipe below the seat broke sending the resident to the floor. Resident was not injured.